Event description:
Pt undergoing right knee arthroscopy. Regulator valve set at 10 at the beginning of procedure and noted to be in "high range" at some point thereafter. Right calf compartmental syndrome identified. Fasciotomy performed.